Event description:
It was reported in a service report that the fowler had been bent down on the patient right side upper corner. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - fowler arm was bent on patient right side upper corner.